Manufacturer narrative:
Correction to a previously submitted MDR to correct the brand name in section d1 and remove the model number in section d4.

Event description:
Event description: after a successful implant/case of an acurate neo2, it was noticed that patient had a pericardial effusion. Patient was treated inside the catheter lab and left stable. Unfortunately, 2 hours post-procedure, the patient passed away. It is assumed that there was a possible left ventricle perforation due to the wire and a small ventricle. Was ivus used? Yes. What was the patient condition following procedure? Stable. Where did the problem occur? Inside the patient. Was the problem associated with labeled use? No. Patient outcome from the event: death (date (B)(6) 2024). Physician assessment of the relationship of the event to the device: unrelated. Other possible contributing factors to the event: procedure. What was the vascular access site? Femoral. Was the lesion anatomy tortuous? Mild. Did the user encounter significant resistance? Repositioning. What type and size of guidewire was used? Safari.

Manufacturer narrative:
Product was disposed; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use (dfu) warnings section: monitor wire position throughout the procedure for proper placement of the curve and distal tip. Do not torque this guidewire. When advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. Never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. As indicated in the device instructions for use (dfu) instructions for use section: 7. Advance the safari2 guidewire through the catheter under fluoroscopic guidance. 8. Confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9. Maintain wire position while tracking or advancing a catheter or device over the wire. At this time, it is not possible to assign a definitive root cause for the event as reported. Pericardial effusion, perforation and death are known potential adverse events associated with the safari2 guidewire and are listed in the instructions for use (IFU). If any further relevant information is provided, a follow up medwatch report will be submitted.